Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of bilateral common femoral arteries using a prostyle device after an iliac artery stenting interventional procedure using a 7f sheath. First, a prostyle was deployed in the right common femoral artery (rcfa) and the prostyle suture successfully achieved hemostasis. Reportedly, an attempt was then made with a prostyle in the left common femoral artery (lcfa). When pulling the lever to open the foot of the device, the physician "felt something off about it". The physician had issues with getting the lever to open and fully close. Multiple attempts were made to pull the device out by advancing the device and opening and closing the lever. The foot was finally able to be fully retracted and the device was carefully pulled out of the patient far enough so that the guide wire could be reinserted to maintain access. "It was noted after removing the device from the patient that some suture could be seen partially exposed from the backside of the elbow on the device". Everything else appeared to be intact. An attempt was made with a second prostyle device in the lcfa. The physician had an easier time getting the device into the patient and was able to deploy the suture. However, again the physician had difficulty removing the device following suture deployment. When the lever was closed to retract the foot, it felt as though the foot did not close completely. The device was readvanced and attempts were made to reopen and close the foot. The physician had to use force to remove the device and there was concern that there may have been damage to the artery that would prevent proper hemostasis with just the suture. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela; however, there was a clinically significant delay in the procedure or therapy due to the need for the manual compression to achieve hemostasis and treat the tissue (vessel) damage. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of vascular injury listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Additionally, five sterile/unused devices with lot # 4080141 were successfully tested with no anomalies noted. As such, there is no indication of a product quality issue. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to the inability to retract the lever/foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The subsequent patient effect and treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.